Manufacturer narrative:
(B)(4). G2. Report source: (B)(6). H3. Not returned to manufacturer - investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that unknown alloclassic stem was removed due to infection. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that unknown alloclassic stem was removed due to infection. However during evaluation of this event, it could not be verified that the reported product contributed to the reported event and was altered to not reportable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This event has been re-evaluated and altered to a not reportable event. Please consider this report void. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.